Manufacturer narrative:
Follow up # 1/supplemental report text 02/01/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k061118.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week ago prior to contacting lfs. The cca was advised the patient manages his diabetes with glucophage pills (2x a day), novolog insulin (5 units 3x a day) and levemir insulin (12 units at bedtime). The patient continued to take his usual dose of medications. About 4 days after the alleged issue begun, the patient claimed he felt a symptom of shaking. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient about meter behavior and the automatic shutoff feature. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.